Event description:
A malfunction was reported by the caller involving a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was instructed to continue using it while monitoring for any recurring malfunctions. The customer was advised to call back if the issue reappeared, and they acknowledged understanding these instructions.